Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. It was reported that the pt had blood glucose levels over 500 for 4 days. In 2007, she was hospitalized when her blood glucose became too high for her meter to read. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed. The device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.